Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following bilateral intraocular lens (iol) implant surgeries. The surgeon reported the pt is unhappy with her multifocal lenses and she plans to exchange the lenses for a monofocal iols. Additional information was received from the surgeon's technician that the exchange procedures had been scheduled, but had to be postponed due to the pt developing a sinus infection. The procedures will be rescheduled when the pt has recovered. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.